Event description:
Rptr writes, "on july 24, 1998, I inserted a jackson pratt 7fr silicone round drain into my pt after completing a bilateral breast reduction. On july 27 I removed the one from the right without difficulty. The one on the left side came out about 5 cm and then was firmly stuck. I tried to remove it with gentle pulling pressure. I tried to pull and release it with a gentle snap. It was firmly stuck into the breast. As there was no way for me to remove it without opening up the surgical site under general anesthesia, I pulled harder, and the drain broke. The distal end of the removed drain tube appeared to be shorn off rather smoothly. Now the issue was whether a piece of the drain was retained in the wound? If so, she would have to face another general anesthesia, if not then, well I was lucky. I sent her to the radiologist for pa, lateral, and oblique x-rays to visualize the tube. Dr phoned me the wet reading, he could not see a piece of the tubing. I sent the proximal end of the tube that I had just removed over to the radiologist to x-ray on the pt's chest to confirm that the "radiopaque stripe entire length" on the tubing would render it visible. To our dismay the tube was radio transparent! This necessitated doing a cat scan, which showed the tubing in the wound. I returned my pt to surgery and removed the fragment. As the tube was located four (4) cm from the nearest suture, I doubt that I sewed it into the wound, nevertheless that is the most plausible explanation of its resistance. My major complaint that I want addressed, is this: why isn't the "radiopaque strip" on the tubing, radiopaque? This could easily have been a disaster if the tubing had been located inside the peritoneal cavity or under a sensitive flap. Please address my concerns about the erroneous labeling on the package that states that there is a "radiopaque stripe entire length".